Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, they saw on their cgm that it was displaying 51 mg/dl and called his healthcare provider. The doctor advised him to have a candy bar and orange juice and to go to the hospital if the cgm is still displaying low. After self-treating as advised, the cgm was showing 40 mg/dl and the patient went to the hospital. Upon arrival, they performed a fingerstick and the bg was 362 mg/dl. The patient was admitted and was treated with fast acting insulin (nera) and advised to do some exercise. At the time of the report, the patient was stable and feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.